Event description:
Additional information received reported the patient had recovered without permanent impairment. The device was not explanted.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0jfxw, implanted: (B)(6) 2014, product type lead; product ID neu_un known, serial # unknown, product type unknown; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0jfxw, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a pipe fell and hit the patient on the head at the extension and lead connection which caused the incision to opened up and the boot was exposed. Impedance test was normal and the patient was receiving therapy. The healthcare professional (hcp) irrigated the area, changed the deep brain stimulator (dbs) boot and repositioned the connection to try and preserve the system. The patient was reported to have been alive with no injury at the time of report. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.